Manufacturer narrative:
A 13-month complaint history review and service history review was performed for similar complaints for serial number (B)(4). There were no similar complaints found during the searched period. The st aia-pack prog ii & iii analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack prog ii, the highest measurable concentration of progesterone in specimens without dilution is 40 ng/ml, and the lowest measurable concentration in specimens is 0.1 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 45 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 40 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from rheumatoid arthritis may interfere with the assay. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Heterophile antibodies are known to interfere in assays of this type. St aia-pack prog ii & prog iii has been designed to minimize the effects of heterophile antibodies, but interference from high titers cannot be ruled out. In addition, for st aia-pack prog iii samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results for a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported event is unknown; no response from customer.

Event description:
A customer reported that low level progesterone (prog ii) results between 0.1 and 1.0 did not show different values when manually diluted (assay range 0.1 - 40 ng/ml). Technical support specialist (tss) stated that dilution of samples with results within the assay range is not recommended but customer was following an internal procedure. Tss sent new prog iii reagents to customer, which resulted in delayed reporting of progesterone (progii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. The customer followed up with tss to clarify result difference between prog ii & prog iii. Tss has made several attempts to follow up with the customer without success.